Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a loose reagent syringe with a large bubble in it. The fse tighten the syringe and primed the bubble out of the syringe. The fse subsequently executed an instrument chemistry quality control assessment which yielded acceptable results. Upon the completion of the necessary and verified repairs the instrument was returned back into service.

Event description:
A customer reported that on (B)(6) 2011 erroneous, elevated valproic acid (vpa) results were generated on a unicel dxc 800 synchron system for three patient samples. The customer indicated that aspartate aminotransferase (ast) and alanine transaminase (alt) blank absorbance low errors had been generated by the unicel dxc 800 synchron system. Because of these errors, previously generated results were reviewed and it was at this time that the erroneous vpa results were discovered. Corresponding alt and ast patient results were suppressed and were not regarded as erroneous. No other chemistries associated with this event were in question. Upon repeat on the same instrument, the repeat vpa results were lower and considered valid. Amended reports were issued. The initial, erroneous elevated vpa results were reported from the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. There were no issues with instrument vpa quality control (qc) results during the time frame of the event. The cartridge chemistry sample probe was replaced the day prior to the event and the syringe plungers were replaced on the day of the event. No specific patient information or sample collection/handling information was provided by the customer.